Event description:
An eye care practitioner reported that a pt was trial fit with focus night & day lenses for continuous wear schedule in 2004. Pt failed to return for any follow up visits until presenting 3 mo later with moderate discomfort in os eye which began 3 days earlier. Ecp stated that pt had been wearing the trials as continuous wear since initial trail fit 2 1/2 months earlier and has a history of non-compliance. Parecentral corneal ulcer diagnosed. Visual acuity reported as 20/40 with a hand-held trial lens as pt had no glasses and was not wearing lens in os eye. Pre-event acuity reported as 20/20. Anterior chamber reaction noted. Sample of vigamox given to be used every 15 minutes for first 2 hours and then tapered. Additional medications (ciloxan ointment, homatropine 5%) were prescribed with pt scheduled for follow up visit the following day. Pt no-showed nor did they have prescriptions filled (ecp confirmed with with pharmacy). Ecp noted that they have been unsuccessful in contacting pt & the pt's family is unaware of their location and they have not been able to contact pt either. No further info is available at the time of this report.